Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the lead was returned in two segments, severed approximately 213 millimeters from the terminal end. A total length of approximately 567 millimeters, indicating segments of the lead were not returned. Visual examination of the returned lead segments noted calcification of body fluids on the distal shocking coil and lead insulation. Resistance and pressure tests were completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Calcification, the process in which layers of calcium build up on a surface (e.g., leads), is a patient condition that develops over time in some populations. The mechanism of calcification is assumed to be associated with cell devitalization and accumulation of cellular debris following implantation. Past experience has shown that as calcified material builds up on the electrode surfaces of a lead, impedance measurements increase.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was explanted and replaced as part of a system revision due to an unspecified reason after approximately 1 year of implant. No additional adverse patient effects were reported. This rv lead was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was explanted and replaced as part of a system revision due to an unspecified reason after approximately 1 year of implant. It was noted that no additional adverse patient effects were reported. This rv lead was returned for analysis.